Event description:
Caller tested 7.2 inr on the coaguchek xs system while a while a physician's coaguchek xs system returned as 3.1 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.